Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, high, out of range, low voltage lead impedance issue was observed on the rv lead. Physician intended to perform lead revision by replacing the lead however there was complete occlusion and therefore physician elected to not perform any lead revision and replacement. Programming changes were made to resolve the issue and the lead is being monitored. Patient was stable.